Event description:
A procedure commenced to remove two leads: a right ventricular (rv) lead and a left ventricular (lv) lead, due to non-function. The spectranetics devices in use were a 12f and 14f glidelight, an 11f tightrail, and lead locking devices (lld's). The rv was successfully removed first, with a 14f laser and 11f tightrail. Then attempt was made to extract the lv lead using the 12f glidelight device, and the desire was to utilize an lld within the lv lead. However, the lld could not be advanced down the lead near the pocket, due to lead fracture. It was reported the physician was manipulating the glidelight within the coronary sinus (cs), and also lased with the glidelight while in the cs. The patient's blood pressure dropped after lv lead was extracted. Rescue efforts commenced immediately. An injury was discovered at the entry of the ostium of the cs and approximately 2 cm into the cs. Repair was successful and the patient survived the procedure.

Manufacturer narrative:
B4) date correction.